Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
After performing manual compressions on the cardiac arrest patient, the crew deployed the autopulse platform (sn unknown) to switch to automated CPR. The crew placed the patient on the platform and initiated the compressions. The autopulse platform functioned as intended. The crew paused the autopulse for a pulse check, and upon resuming, the autopulse platform stopped after performing three compressions. The crew resumed manual compressions until it was time for another pulse check. After the pulse check, the compressions were resumed using the autopulse platform. The autopulse platform was paused for another pulse check, and upon restarting, the autopulse platform stopped after performing three compressions. The crew confirmed that the patient was appropriately placed on the autopulse platform, and the lifeband was placed correctly. The crew did not observe any alert led or user advisory (ua), or fault code displayed on the lcd screen. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Additional information in b5 (describe event or problem), d4 (suspect medical device serial #), and e1 (initial reporter - name and address).correction in d4 (suspect medical device catalog # and unique identifier (UDI) #), and h6 (adverse event problem: health effect - clinical and impact code).

Event description:
After performing manual compressions on the cardiac arrest patient for 14 minutes, the crew deployed the autopulse platform (sn 32875r) to switch to automated CPR. The crew placed the patient on the platform and initiated the compressions. The autopulse platform functioned as intended. The crew paused the autopulse for a pulse check, and upon resuming, the autopulse platform stopped after performing three compressions. The crew resumed manual compressions for 2 minutes until it was time for another pulse check. After the pulse check, the compressions were resumed using the autopulse platform. The autopulse platform was paused for another pulse check, and upon restart, the autopulse platform stopped after performing three compressions. Manual CPR was resumed for the duration of the CPR event. The crew confirmed that the patient was appropriately placed on the autopulse platform, and the lifeband was placed correctly. The crew did not observe any alert led or user advisory (ua), or fault code displayed on the lcd screen. No consequences or impacts on the patient.